Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown. Customer reported that they were able to rewind the insulin pump. Customer reported ht they received another unexpected restart alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.(B)(4).